Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 12th of august 2015 for further investigation. During the investigation the fse replaced the sample nozzle and eki board. Fse verified the alignments and ran quality controls, patient samples and multiple calibrations all results were within range and without any errors. Instrument is functioning as intended and was released. A 13 month complaint/ service history review for serial number (B)(4) was performed and found one other complaint with similar event. The most probable cause for this event is failure of sample nozzle and eki board. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On the (B)(6) 2015 the customer reported error 4224 main arm z axis limit and 2066 false detection of specimen during calibration. Customer requested service in order to address the reported issue which resulted in delay reporting of results for fsh, lhii and pth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.